Event description:
Customer's mother reported that customer was hospitalized for high blood glucose and dka. It was reported that customer has had high blood glucose levels since last weekend. Customer stated that blood glucose levels have not came down from shot or pump. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.